Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that sterility was compromised. A 24 x 2.75 rebel coronary stent was selected to treat the lesion. During unpacking, it was found the outer packaging was damaged. The sterility of the device might be compromised. No patient was involved in this case.